Event description:
It was reported that during reprocessing the gastrointestinal videoscope exhibited burnt plastic distal end cover. There was no patient involvement in this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The event 4 is detectable and preventable by handling device in accordance with the following IFU: operating instructions gif-h290t operation chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the entire endoscope. Instruction manual gif-h290t operation chapter 4 usage: 4.3 use of the instruments. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.